Manufacturer narrative:
D4. Medical device lot #:4015862. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 15-jan-2024. D4. Medical device lot #:4015864. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 15-jan-2024. Investigation summary: bd received 12 samples for lot number 4015862 and 6 samples for lot 4015864 for investigation. Ten (10) of the returned samples for (lot 4015862) and 6 samples for (lot 4015864) were evaluated by functional testing and the indicated failure mode for tube push off with the incident lots were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes will push off the non-patient end of the greiner needle and barrel during blood collection. No patient or user impact reported.